Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 5:41 am, the pt obtained the blood glucose reading 332 mg/dl on the reported meter, which the pt claimed was inaccurately high compared to her expected values. After this reading, the pt experienced the symptoms of sweating, confusion and loss of vision. The pt did not receive any medical attention or treatment. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.